Manufacturer narrative:
The pt remains on going with the implanted device and no further issues hav been reported. The MFR is attempting to obtain additional info on pt status. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced pump stoppage, low speed operation and driveline disconnect alarms however, the pt was not disconnected. The system controller was exchanged, however the following day, pump stoppage with speed drops reoccurred anytime they connected to the power module. A modified power module pt cable was requested and shipped and no further pump stoppage occurred. X-rays taken were unremarkable. Fifteen days later the pt reported driveline fault alarm and the system controller was exchanged, and alarm returned. Four days later, the MFR performed a continuity test using a phase interrupter and found conductors to be functioning correctly on the lvad pump. Manipulation of the external section of the lead in and varying pt movements did not reproduce any driveline faults alarms. X-rays taken were unremarkable. The system controller was exchanged with another system controller. The following day the system controller was exchanged again due to false driveline fault alarms.